Manufacturer narrative:
Concomitant: 4068-52 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and a lead warning was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.